Event description:
It was reported that during cholecystectomy, the jaw did not open and the clip malformed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.